Event description:
It was reported that the left ventricular (lv) lead had high/unstable thresholds possibly due to poor vein selection at the initial implant. The lead was capped and replaced. It was further reported that the device was at end of service (eos) and had poor longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).